Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer complains of "hi" results. Customer states that she feels well and does not require medical attention. The customer's expected blood results are 124-135mg/dl fasting. Verified the strips expired 9/26/2017. Customer confirms the strips have been properly stored and were first opened. Reviewed meter memory: (B)(6). Customer has not taken her blood sugars for 2-3 weeks since she said her blood sugar has been fine. She started taking her blood 3 days ago and obtained high readings. Customer states she started taking her blood sugar 3 days ago since she started to have urine frequency. Adverse event not reported.